Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Anterior subcapsular cataract was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).